Event description:
It was reported that impedance testing performed at the time of implant found that contact 0 was out of range and indicated an open circuit. It was noted the system was initially implanted without incident. The patient's lead and extension were disconnected, cleaned, dried, inspected, and reconnected in an attempt to troubleshoot the issue. There was no damage detected with the components; however, contact 0 remained out of range, while all other electrodes were within range. The patient's extensions were then swapped in the implantable neurostimulator (ins) in order to determine if it was an ins issue. Following the swap, it was noted that electrode 8 had the high impedance and that consequently the issue was with either the lead or the extension. No further troubleshooting was performed at that time and the system was fully implanted. The short-term programming plan called for not using contact 0 as a result of the issue. The issue remained unresolved at the time of report. It was unknown whether the patient was receiving effective therapy from their device, though it was noted the patient experienced no known issues after implant of the system. There were no surgical interventions planned or undertaken and the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.